Manufacturer narrative:
Investigation summary: bd received 2 photographs from the customer in support of this complaint. An evaluation of the photographs was performed a indicated incorrect information on the white square label. The white square label on the top of the shelf pack is not applied by bd plymouth. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that the bd vacutainer® k2e 10.8mg plus blood collection tubes the labels had different expiration dates, affecting 1000 tubes. The following information was provided by the initial reporter: cat#367864, edta 6ml having a label with two different expiry dates mentioned in product packing.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® k2e 10.8mg plus blood collection tubes the labels had different expiration dates, affecting 1000 tubes. The following information was provided by the initial reporter: cat#367864, edta 6ml having a label with two different expiry dates mentioned in product packing.